Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation, the patient was transferred to the intensive care unit (ICU) and the sensor (ID 826632) was found fractured. The monitor and cable used were icp express (ID 826634) and icp express cable (ID 826636). No additional information has been provided after several attempts.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826632) was returned for evaluation. Device history record (DHR) - the product code 826632 with lot 6860128 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter received in two sections. No testing possible. The issue of the complaint was confirmed. Root cause analysis - the possible root cause for this issue could be due to ¿improper use or excessive force on product; physical strength of materials unfit for intended use¿. Based the report, it could determine the cause of the issue to be mishandling of the catheter.

Event description:
N/a